Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the target lesion located in the severely calcified and severely tortuous mid right coronary artery (rca). First a non-bsc guide wire was used to attempt to advance a non-bsc stent into the artery, but it did not cross and the stent was stripped off the balloon as it was pulled back into the non-bsc guide catheter. The non-bsc stent was successfully removed. Then a 3.0x12mm promus element plus stent was advanced and successfully deployed in the target lesion. Next the physician wanted to treat a proximal area and a 3.0x12mm promus element plus stent was advanced and successfully deployed. However, when the physician was attempting to remove the delivery catheter, the non-bsc guide catheter deep seated and by doing so deformed the proximal end of the 3.0x12mm promus element plus stent. Treatment then placed a 3.0x12mm non-bsc stent inside the deformed 3.0x12mm promus element plus stent. Finally the lesion was post dilated and the procedure was completed and considered a success. There were no further reported patient complications and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).